Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 11/03/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/03/2014 with the following findings: the display is dim/fading/reddish. The pump case was removed and corrosion was found underneath the internal battery. Black box confirmed time and date reset to default after battery change on 09/04/2014, pump was exercise for 24 hours, then took out the battery for 6 hours and the time and date reset complaint was duplicated. (B)(4).